Manufacturer narrative:
The customer reported the sample was discarded and is not available for investigation. A DHR lot#3942822 and relevant commodities were reviewed and no non-conformance's were found that would have contributed to the reported complaint.

Event description:
The event involved a leak of serohematic fluid through a crack in the silicone structure of a tego connector. The patient involved is a (B)(6) male, initials j.d.b., diagnosed with chronic renal insufficiency. Dialysis therapy was started through a tunneled catheter in the right internal jugular vein, covered with a transparent wound dressing. It was noted that the gauze covering the lumens was saturated with blood. The leak appeared to be through the tego connector on the venous lumen. The blood loss was reportedly less that 150ml. The catheter was clamped and the connector was changed. The device was discarded and is not available for testing. Hemodialysis was resumed per protocol and antibiotics were administered as a prophylactic measure.